Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A bolus was delivered to address bg level. The customer reverted to an alternate method of insulin therapy.